Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. A product investigation is ongoing for the device and once completed, a supplemental report will be submitted.

Event description:
It was reported that this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis identified potential high impedance within the battery, which could continue to increase and may disable rf telemetry. Device replacement was recommended. No adverse patient effects were reported. This device remains in service.